Event description:
It was reported that the debris shield and fiber burnt out during a nephrolithotripsy procedure. The procedure was cancelled, and there were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the debris shield and fiber burnt out during a nephrolithotripsy procedure. The procedure was cancelled, and there were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon review of the work order at our quality assurance laboratory, the work order stated that the replacement of the blast shield occurred. It is likely that the blast shield was damaged, and the reported allegation was confirmed. Based on the information available, the analysis confirmed that the product performed could have been a cause traced by component failure. Additional contact: (B)(4).